Event description:
It was reported that a pt underwent a posterior fusion from t3-s1 using rhbmp-2/acs and 5.5mm stainless steel posterior instrumentation and an interbody device. At 1.5 yrs post-op, a nonunion was detected at t11-t12. The pseudarthrosis was diagnosed on oblique radiographs and was confirmed with CT. There was no implant failure. The pt underwent surgery to repair the pseudarthrosis with decortication and additional bmp. The pt is currently 2 yrs after the second surgery, and demonstrates solid fusion radiographically.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.